Manufacturer narrative:
Results: the pusher assembly was kinked approximately 99.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds near the proximal end. A dried white substance was observed on the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds near its proximal end. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coil during functional testing. Further evaluation revealed the pusher assembly was kinked and there was an unknown dried substance on the ddt. This damage and substance were likely incidental to the reported failure. The kink may have occurred during packaging for return to penumbra. The root cause of the substance on the ddt could not be determined. The root cause of the second smart coil mentioned in the complaint not taking its intended shape could not be determined. The non-penumbra microcatheter and second smart coil were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00609.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was slightly tortuous and calcified. During the procedure, the physician placed a non-penumbra coil and two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance after advancing the coil¿s pusher assembly approximately 10 centimeters into the introducer sheath and subsequently, the smart coil would not advance further. Although pushing and pulling the smart coil pusher assembly was repeated twice or so, resistance was felt again at the same position; therefore, it was removed. The physician then attempted to place a new smart coil into the target vessel. Although the smart coil was inserted without issue, the smart coil did not take its intended shape and was therefore removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.